Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests; however, the unit was unable to upload to carelink pro generating the following error message: "the device returned invalid entries; all data read will be discarded." The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unable to download on carelink. The customer¿s blood glucose level was unknown. The customer also reported that the device returned invalid entries. The device will return for analysis.